Event description:
The patient received the scs system on (B)(6) 2008. It has been reported the patient is having trouble initiating a communication between her ipg and both the charging system and the patient programmer. The patient has stimulation. The patient is working with her physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.